Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the device and the device performed to specification. A review of the device log indicates the operators are swapping out the batteries before they are low. There is no evidence in the logs of the customer's report or evidence that the device is draining the batteries prematurely. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.